Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. The event report alleges the product was used in a surgical procedure. The visual inspection of the returned product noted that the clevis pieces were broken on both sides. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the reported condition may occur as a result of the instrument being forced beyond it indicated use. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. A relationship between the device and the reported incident of broken clevis was confirmed. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic nephrectomy procedure when the surgeon was using the product against the kidneys, the clevis of the device disengaged into the patient cavity. It was retrieved using forceps with no issue to the patient. The procedure was completed with another device. The current patient status is no problem.

Event description:
According to the reporter, during a laparoscopic nephrectomy procedure when the surgeon was using the product against the kidneys, a part of the device was disengaged into the patient cavity. The part was retrieved with no issue to the patient. The procedure was completed with another device. The patient status was not listed.